Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade unknown, silicone migration further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "capsular contraction," baker grade unknown "silicone impregnated axillary lymph nodes, thickened and enhancing implant capsules bilaterally, right greater than left, which may reflect granulation tissue" and "inflammation." Device remains implanted.